Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving an alert due to lead noise. The noise was unable to reproduce with isometric testing. There were no other electrical anomalies. The patient will be followed up normally.